Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line was not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with repriming the patient line on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient (hp) to reprime the patient line. The solution overflowed. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.